Event description:
The tps cord was sent for evaluation due to it causing handpieces to run without user activation during a routine field service maintenance visit. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event was confirmed. During simulated use testing the cable caused a handpiece to run on its own. The cable failed the cirris test, most likely due to an internal short in the cable which can cause the handpiece run on.

Event description:
The tps cord was sent for evaluation due to it causing handpieces to run without user activation during a routine field service maintenance visit. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.